Event description:
It was reported the and cannula needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. The device completed first prime and second primes in an expected number of pulses. The data reveals the device's drive mechanism timed out and stalled during second prime. The device was reset and rerun. The rerun data presented no anomalies. Contamination coated the portion of the top battery clip that contacts the top battery. This lead to intermittent electrical discontinuity within the drive system, causing the timeouts and drive stall. The contamination can be determined as the cause of the device's inability to deploy.